Event description:
The customer reported speaker malfunction- no audio. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event reported.

Event description:
The customer reported speaker malfunction- no audio. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event reported.